Event description:
No injuries, patient unharmed, head sheared off at junction of handle.

Manufacturer narrative:
(B)(4). Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to km46666. (1) sample of km46666 was received for evaluation with lot # j9. Visual review of the device noted impact marks on the edge of the mallet face with off center striking. The mallet head has sheared from the handle. The device is not functional in current state. The recent samples for broken handles will be sent to the eic for review with the supplier. (1) sample of km46666 was received for evaluation with lot # j9. Visual review of the device noted impact marks on the edge of the mallet face with off center striking. The mallet head has sheared from the handle. A dimensional inspection was not required as part of this investigation. The device is not functional in current state. A small number of complaints have been received across multiple lots. E6, a9, f9, d4, j9, 20032366, 20033862, 20034170, 20037331, 20037516, 20039172, 20039509, 20039579, 20040182, 20040251 sap was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to km46666. No corrective actions are warranted at this time, but the failed devices will be reviewed with the supplier to make them aware.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
No injuries, patient unharmed, head sheared off at junction of handle.